Event description:
The customer alleged an oil mist event was present. The customer stated no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Event description:
It was reported that during a stapled hemorroidopexy procedure, the device was fired and the feeling was as usual as reported from the surgeon. When the stapler was removed from the anal canal and the staple line was examined, the surgeon found that there was one staple malformed and the leg was pointing out of the staple line. The surgeon wondered why there was a malformed staple. The surgeon sutured the point that an open staple leg was found. There were no adverse consequences for the patient.

Manufacturer narrative:
The field service engineer (fse) replaced the oil mist filter and hardware. The fse also replaced the catalytic convertor, then performed a leakback test and an empty test cycle. Catalytic converter. Reference MDR: 2084725-2009-00314.